Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet service technician investigated the device and replaced all solenoids in the cardioplegia circuit after initially changing a defective shunt valve. Functional verification was performed and the device passed. The device was returned to service.

Event description:
Please refer importer report # (B)(4).